Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump insulin pump error and insulin flow blocked alarm. Customer was able to clear the alarm and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned the insulin pump for an alleged no delivery/occlusion alarm/pump error 49 alarm found on (B)(6) 2021 thump software was utilized and downloaded trace/history files properly. In further full review in the insulin pump diagnostic trace found no delivery/occlusion alarm on jul 30, 2021 at 4:24 pm during bolus delivery. No pump error 49 alarm found in the insulin pump history files/traces. The insulin pump was received with pump error 37 alarm during rewinding. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37. The insulin pump was cut open to perform visual inspection and found moisture damage at motor home switch. Swapped a test motor and confirmed that pump error 37 alarm isolated to motor. The force sensor measurement was within specification range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window. No delivery/occlusion alarm/pump error 49 alarm was unable to confirmed due to pump error 37. Pump error 37 alarm due to corroded motor home switch. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.